Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5107605/5125852, model/catalog description: infinion cx lead kit, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and hematoma. Symptoms of fever, chills, redness extending outside of the incision sites, neck stiffness, purulence and disproportionate pain at the ipg site occured. The patient was doing well.